Event description:
During follow-up high capture thresholds, low r-waves and low impedance were observed. During the reposition, it was impossible to move the lead. The physician decided to use a new sense and pace lead.

Manufacturer narrative:
No medwatch for was received.